Event description:
Trocar leaked, then came apart and couldn't be put back together. Second trocar leaked around rubber gasket. When the scissors were removed a very large air leak was noted around the gasket.